Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient had a uti and was in the hospital for 4 days and home health care for 5 days getting anti-biotic 2x /day. During this time she didnt' ask fot have the stimulator reprogrammed. Now that the patient is over the infection they haven't succeeded in getting an appointment to have the device checked. The stimulator is still not working. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient has not yet had therapeutic effect, she is not one bit better and does not have a follow-up appointment for a whole month. Patient still has bandages. The patient has talked with the manufacturer's rep and increased the setting. The programmer showed program 2 was on at 0.9 volts. Patient was advised to follow hcp instructions, to track a voiding diary, and to contact hcp for symptom resolution. Patient said they would try to call hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a competitor manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient never had therapeutic effect since implant. The patient stated that the device was not working at all for their symptoms. They tried to increase the stimulation but they could not work the programmer. The patient read the book but it was not working for them and they needed assistance increasing the stimulation. With assistance, the programmer showed the stimulation was on, on program 1, and at 1.1 volts but they did not feel the stimulation. The patient increased the stimulation to 2.3 volts and felt the stimulation around the implant area which was ¿not really uncomfortable. They decreased the stimulation back down to 2.2 volts because of this and did not feel the stimulation. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.